Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high elecsys hcg + beta test system result for one patient sample. The initial result was 9 miu/ml and was reported outside the laboratory. The doctor called the laboratory to verify the result and the repeat result was <0.1 miu/ml twice. There was no allegation of an adverse event. The qc results on the day of the event were acceptable. The hcg+b reagent lot number was 15654201; the expiration date was requested but not provided. The analyzer was checked, liquid flow cleanings were performed, and repeatability testing on two levels of qc material was performed which was acceptable.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on review of the calibration, qc, and analyzer performance data provided, a general reagent or analyzer issue was excluded. Typical root causes for this type of event include insufficient electromagnetic interference (emi) compliance, issues with sample quality, insufficient maintenance, or contamination of the environment with the analyte.